Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 implantable pulse generator implanted: 2008 (B)(6). (B)(4).

Event description:
It was reported that the implantable pacing lead (ipl) was exhibiting high threshold levels. Fluoroscopy revealed that the lead had become dislodged from the right atrium and had moved to the right ventricle. The lead was capped and replaced during a routine device changeout procedure. No patient complications have been reported as a result of this event.